Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported that the front panel of the visera pro xenon light source was blinking. Upon further follow-up with the customer, it was confirmed that the blinking only occurred during starting up the device. Per the legal manufacturer, this issue of the front panel blinking at start-up is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and the front panel was flickering due to a bad turret unit. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the front panel of the visera pro xenon light source was blinking. The event occurred when preparing the device for use in a diagnostic procedure. The procedure was completed with a similar device. There was no reported patient harm or impact due to this event.